Event description:
Same case as MFR report #: 2134265-2011-00093. It was reported that during the preparation for a stenting treatment procedure, a catheter entrapment and shaft fracture occurred. The procedure treated the target vessel in the left anterior descending artery. It was noted that the cath lab tech did not wipe down the platinum plus guide wire prior to loading a 3.0x32mm veriflex stent. The veriflex stent then got stuck on the guide wire at a portion outside of the patient's body. While they were pulling the stent off the guide wire, the stent catheter shaft broke. The physician then cut the guide wire proximal to the stent to remove the guide wire from the patient. The procedure was successfully completed with another of the same device. No patient complications occurred and the patient status is fine.

Event description:
Same case as MFR report #: 2134265-2011-00093. It was reported that during the preparation for a stenting treatment procedure, a catheter entrapment and shaft fracture occurred. The procedure treated the target vessel in the left anterior descending artery. It was noted that the cath lab tech did not wipe down the platinum plus guide wire prior to loading a 3.0x32mm veriflex stent. The veriflex stent then got stuck on the guide wire at a portion outside of the patient's body. While they were pulling the stent off the guide wire, the stent catheter shaft broke. The physician then cut the guide wire proximal to the stent to remove the guide wire from the patient. The procedure was successfully completed with another of the same device. No patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: an examination of the returned section of the device identified that a break had occurred in the midshaft, 2.6cm proximal to the port. The proximal section of the break including the hypotube and hub manifold were not received for analysis. An examination of the crimped stent found that the stent was damaged. The stent struts were bunched and misaligned from the mid to distal end of the stent. The proximal end of the stent was compressed. No issues were noted with the wire lumen. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)